Event description:
During follow-up, non-sustained oversensing was observed on the right ventricular lead. Diagnostic imaging confirmed lead damage due to subclavian crush. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Destructive analysis found an abrasion underneath the superior vena cava shock coil, breaching the ring electrode cable lumen. The etfe coating of a ring electrode cable was found abraded in this region. No additional anomalies were noted except for procedural damage. The reported events of oversensing and noise were confirmed and were isolated to the exposed ring electrode cable in the abraded region underneath the super vena cava shock coil.